Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured aneurysm at left internal carotid artery (ica)with a max diameter of 19mm and unknown neck diameter. The landing zone was 3.2mm distally and 3.8mm proximally. It was noted that the patient's vessel tortuosity was minimal. Dual antiplatelet treatment (dapt) was administered. The pru level was p2y12 54 at 6:41am. It was reported that neuro tech advised medtronic clinical specialist that there was thrombosis in the pipeline device 4-5 hours after the device was implanted. The angiographic result post procedure showed difficulty to see proximal landing zone and neck coverage because the physician had coiled the anuerysm. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The patient developed thrombosis in the pipeline device following the procedure. Ancillary devices include a penumbra pc 400 16mm x 60cm, penumbra coil 400 complex soft 13mm x 35cm, penumbra coil 400 12mm x 35cm coils.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.